Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to mishandling by the user, which dropped the fiber. The fiber is delicate and even if the aiming beam is visible, there can still be light leakages across the body or strain relief of the fiber. The event can be prevented by following the instructions for use (IFU) which state: "do not use a defective or damaged laser fiber. The fiber may be damaged if stepped on, pulled, left lying in a vulnerable position, kinked, or tightly coiled." Olympus will continue to monitor field performance for this device.

Event description:
It was reported during an unspecified procedure, while laser was on standby mode and out of patient, the medial part (close to proximal end) of the laser fiber slipped and fell onto the floor. The scrub nurse picked up the fiber, attempted to clean with alcohol swab and noticed visible aiming beam along the laser fiber and an error message of "fiber verification: do not use fiber unless aiming beam is only visible at the fiber tip and the entire length is free of defects" showed up on the laser unit. The device was replaced and the intended procedure was completed using a similar device. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was not returned for evaluation as it was discarded by the facility. Photos of the error message and aiming beam visibly showing on the laser fiber was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.